Event description:
It was reported that the device was showing the service wrench indicator. Physio-control evaluated the device and found that the device displayed all three (charge-pak, attention and wrench) icons and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrically leaky filter, designator fl9, on the analog pcb assembly. The current leakage depleted the internal hlc battery at a faster rate. A replacement device was provided to the customer.